Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 17.9 mmol/l (322.2 mg/dl) with ketones of 4.7 mmol/l while wearing the pod between 5 and 24 hours. When removed from the insertion site (hip/buttocks), the pod's cannula was found bent. The patient was treated with insulin pens at the hospital. The patient was discharged after 6 hours.